Manufacturer narrative:
The user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's pump turned off in the middle of the night. The customer's blood glucose level was approximately 300 mg/dl. The customer was sick at the time of the alarm; however, although requested, the type of sickness was not clarified. During troubleshooting with tandem technical support, the pump history confirmed that an auto-off alarm had occurred due to no interaction with the pump for an extended period of time. Contact acknowledged and indicated that the auto-off safety feature will be discussed with health care provider.